Event description:
The hcp reported, that all impedances were >2000 ohms. No pt symptoms were reported. The lead was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.